Manufacturer narrative:
The t:slim user guide states, "never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, the customer initially disconnected from their site, observed insulin then connected the tubing to their site and continued the load process while connected. The customer reported a blood glucose (bg) level of 138 (mg/dl). Reportedly, the customer thought they were filling the cannula and realized they were filling the tubing again. During troubleshooting, it was determined that there was possibly 7 units of insulin delivered into the customer's body. The customer's bg levels later stabilized to 121 (mg/dl) after food was consumed.